Manufacturer narrative:
Patient information is unknown. Date of event is unknown. It is unknown if or when device was implanted. It is unknown if or when device was explanted. Reporter email address is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, the proximal femoral nail antirotation blade could not be locked. This report is for a pfna blade perf l110 sst. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Part: 02.027.037s; synthes lot: l633749; release to warehouse date: november 02, 2017; expiry date: october 01, 2027; manufacturing site: bettlach; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned pfna blade was forwarded to the manufacturing plant for evaluation. The statement below is a summary of their investigation. The functional test is based on an assembly test for the blade following the work instruction. During the test, it was found that the blade could easily open and close. Thus, neither abnormalities nor manufacturing deviations have been detected. All dimensions of the blade received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawings. Besides, during the manufacturing process these features were inspected through the inspection sheets (blade), (sleeve), (endcap) and (screw); were checked and no manufacturing deviation was detected. Thus, this product has passed its specifications. Therefore, the blade was manufactured according to its quality standards and a manufacturing issue can be excluded. The received condition of the complaint does not agree with the complaint description since the blade could be locked and unlocked. In addition, from the manufacturing point of view this complaint is rated as not confirmed since no deviations were found in the documentation as well as during this investigation all relevant measurements performed are according to the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.